Manufacturer narrative:
As part of normal complaint follow-up, an eval of the event was completed by mako surgical. The root cause of the event is inconclusive. The eval indicates that a hardware error likely occurred, the rio hard drive has been replaced, and no further problems have been reported at the site to date.

Event description:
The surgeon was preparing to perform a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). During presurgery checks, the software appeared to be running slowly. When the surgeon was reviewing the implant plan, the system froze. The patient was under anesthesia. Multiple attempts to reboot the system were unsuccessful, and the case was cancelled.